Event description:
It was reported that the device was programmed to vvi mode due to atrial undersensing. The device also exhibited inappropriate measured data. However, when the patient returned to the clinic one month later, normal battery data was seen. When the atrial lead was repositioned and the generator was reconnected to the lead, loss of atrial pacing was noted. Subsequently, the generator was replaced.